Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the issue was resolved as the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction reappears, which they acknowledged.